Event description:
It was reported that the patient underwent a double balloon upper enteroscopy argon plasma coagulation(apc) to 3 angioectasias found in the proximal jejunum and the mid-jejunum and anticoagulants restarted. Patient's inr returned to stable level and patient was discharged home on (B)(6) 2019.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted gastrointestinal bleeding. Patient received 2 units of fresh frozen plasma(ffp) & 4 units of packed red blood cells(prbcs) on (B)(6) 2019 and on (B)(6) 2019. Esophagogastroduodenoscopy(egd) performed on both (B)(6) 2019 and (B)(6) 2019 were negative. Sb capsule showed few bleeding arteriovenous malformations. A colonoscopy was scheduled for (B)(6) 2019 with a double-balloon enteroscopy. Patient remains inpatient. No further information provided.